Event description:
It was reported that during an unk procedure, the shears did not coagulate. There was no pt consequence.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.